Manufacturer narrative:
(B)(6). Device manufacture date: september 18, 2017 ¿ september 19, 2017. The device was received for evaluation. Visual inspection revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume (lv) infusor burst and solution leaked from the plastic container. The lv infusor was filled with 3300 mg fluorouracil (5fu) in sodium chloride 0.9%. The total volume was not specified. The patient noticed the leak approximately six days after being attached to the infusor. The infusor leaked into the blue bag and that there was residual staining of the 5fu on the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.